Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell in (B)(6) 2018 and noticed a change in the stimulation pattern which moved to their abdomen. After 6 months the patient got in contact with their health care provider (hcp) office and met a manufacturer representative for reprogramming. On the day of the report ((B)(6) 2018) the calling representative met the patient for programming configuration adjustments to cover bilateral low back and left leg. Per the consumer, the stimulation was covering all pain areas. Impedance checks were normal and education on the programmer and charger was performed. The issue was reported to be resolved. No further complications were reported.